Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received a supplemental report will be submitted if the device has been received.

Event description:
It was reported that the customer's pump unexpectedly reset at 85% battery life. The customer's blood glucose level was impacted (200+mg/dl).